Event description:
It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient stated that the procedure went well except for oxygen levels were unable to return to normal and the patient had to spend an extra five days hospitalized as a result. Per good faith effort (gfe), it was noted that post procedure the patient experienced oxygen saturation levels in the 60-80 percentage range, which improved with bilevel positive airway pressure (bipap). According to the pulmonary consultation, the patient developed acute hypoxic respiratory failure, likely multifactorial in origin potential contributors include cardiogenic pulmonary edema, underlying chronic obstructive pulmonary disease (copd), chronic bronchitis, and possible undiagnosed obstructive sleep apnea (osa). The patient was later discharged home. The event is considered unlikely to be related to the closure device. It is suspected to be associated with procedural sedation and possible aspiration pneumonia.